Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (S-ICD) was part of the system revision due to infection and hematoma. No additional adverse patient effects were reported. The S-ICD was explanted.